Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: seventy 20019e7d samples were received from lot 22015026 in sealed packaging for investigation; no connecting products were received to assist the investigation. The feedback provided by the customer indicates connection issues were detected during use of the smartsite extension set. A visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Nine samples were subjected to functional testing by connecting a 50ml bd plastipak syringe from stock to the smartsite and a bd three-way tap to the male luer of the 20019e7d before flushing with fluid; in each instance, the piston of the smartsite opened, and the extension sets were successfully primed with no connection issues detected. The samples were then subjected to pressure testing; in each instance, no leakage or connection issues were identified. A review of the production records for lot 22015026 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user".

Event description:
It was reported while using bd y-connector set 2 way the extension set was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "what happened was that where the extension tube connects to the key when passing the medication through it, it unscrewed."